Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm aneurysm morphology is unknown. It was reported that physician elected to angioplasty, the implanted stent graft with another manufacturers angioplasty balloon. It was reported that during the angioplasty procedure, the physician over inflated the angioplasty balloon resulting in a dissection of the left external artery. The physician placed an iliac cuff to the dissection. No additional clinical sequelae were reported and the patient is fine.